Event description:
The ethicon endopath 5mm curved scissors with monopolar cautery (5dcs) malfunctioned and would not cut for a laparoscopic low anterior resection. Scissors were removed from field and placed back into package. New scissors were opened in place of non-functioning scissors.